Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer, regarding a male patient receiving baclofen (dose/concentration unknown) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. In 2005, the patient was taken to the emergency room, they removed the pump, and sent the patient home. The pump was removed, as the patient was leaking spinal fluid. Per the consumer, they did not sterilize the patient, when they took out the pump, and the patient "went septic" and had a "PICC" (peripherally inserted central catheter) line in. A new pump was placed in 2006. If additional information is provided, a follow-up will be submitted.